Manufacturer narrative:
Unit passed displacement test and rewind test. Compromised force sensor alarmed during basic occlusion test due to loose/protruded drive support disk noted. Cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer reported that insulin pump fell onto a hardwood floor that morning. Customer states drive support cap was sticking out. Customer's blood glucose was unknown at the time of incident, but was 87 mg/dl in the morning. After troubleshooting, customer was advised that insulin pump would need to be replaced.